Manufacturer narrative:
Customer complained on (B)(4) 2021 the back arrow button is not responding. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's return button was not responsive. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Advised customer to remove battery from insulin pump and replace with a recommended new or fully charged battery and customer stated buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.